Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio seal device was returned to terumo medical corporation for assessment. The returned sample included the carrier tube, hemostasis sheath, locator, guidewire, and packaging. The device was visually inspected and found to have been in unused condition. The hemostasis sheath was found to have been kinked. No other damage or issues were identified. One (1) 8fr angio seal device was returned to terumo medical corporation for assessment. The hemostasis sheath was found to have been kinked. The complaint was confirmed for a kinked hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the sheath was found bent when opening the package. They changed for another angio-seal to finish the surgery. Additional information was received on 11dec2025: the sheath was taken from the package and found kinked. The patient was stable and a new device was replaced to complete the procedure.